Event description:
The customer stated: ¿they only received 9 of the 1x6 cottonoids instead of 10.¿ neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.